Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found. No evidence of corewire fractured.the complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the investigation fails to determine a definite root cause.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Procedure date is unknown.according to the complainant, during the procedure, the nurse was using this jagwire guidewire and tandem xl ercp cannula into the common bile duct for cannulation. When the nurse was about to perform an exchange with the autotome, she noticed that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a new jagwire guidewire.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Procedure date is unknown. According to the complainant, during the procedure, the nurse was using this jagwire guidewire and tandem xl ercp cannula into the common bile duct for cannulation. When the nurse was about to perform an exchange with the autotome, she noticed that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.